Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
It was reported to olympus, the hf unit "esg-400" reported error code e006 during startup. After replacing the normal saline cable, the error was still reported. When replacing the electrode, it returned to normal. The procedure was delayed for about 20 minutes and then completed. The issue was found during therapeutic prostatectomy procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 8 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.